Event description:
End user reported that she was using her jazzstd rollator in her narrow kitchen, she was reaching for something, lost her balance and fell. The rear frame/wheel was damaged/bent in the process. User bruised left leg below the knee. No alleged medical intervention.